Event description:
It was reported that the patient underwent a posterior cervical fusion at c2-t2. It was reported that the patient came in to the office for a 6 week post op follow up appointment. X-rays showed a loose set screw. Screws were reportedly still anchored in the bone, and the rod was still in the screw head and not broken. No neurologic deficit occurred due to this. The set screws were replaced with new set screws. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.